Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an open gastrectomy procedure. The surgeon placed the manual stapling handle and reload a round the tissue, but could not be fire. Used another handle and reload but the same issue occurred. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, used a third stapling handle and reload which worked properly. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the evidence available, the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.